Event description:
It was reported that an asymptomatic patient via merlin.net transmission after receiving a patient notifier, post-paced t-wave oversensing issue was observed on the ventricular lead. The patient did not receive therapy during the oversensing. Programming change were recommended to resolve the oversensing issue. Patient was stable.